Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "the screen view is very 'grainy' and poor quality.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-06731 is being voided as a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-07408.